Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received at service center and evaluated. The complaint was confirmed. The defect reported by the customer has been verified and repaired. On inspecting the device, further deficiencies were found to be impairing device function. The measures used for repairing the defects as per the service report. "Tornado": preventive replacement of o-rings performed. Motor does not turn: motor replaced. Motor corroded - motor replaced. Short circuit in the motor cable - motor cable replaced. Motor cable corroded - motor cable replaced. Defective o-rings replaced. Unit cleaned. Functional test performed. Functional test completed. Hipot test completed. As per the input check report there is water inside of tornado,shuts down the pump and corrosion all over. Out of tolerance and drill mounting mechanism. Fluid contact with the motor has the potential to cause corrosion of the motor, therefore is a potential root cause for the motor being corroded. When the motor is corroded, it has the potential to cause the motor to seize, therefore is a potential root cause for the motor becoming seized. A manufacturing record evaluation was performed for the finished device serial number,and no non-conformances were identified. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the affiliate via phone that the tornado shaver handpiece didn't work during surgery and needed service. A same-like product was used to complete the case. There was no patient consequence reported.